Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the hepatics during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6). According to the complainant, during the procedure, a pinhole leak was noticed on the balloon while attempting to inflate the balloon, not allowing the balloon to inflate fully. There was no need for further dilation and the procedure was completed successfully. There were no patient complications reported as a result of this event.